Event description:
It was reported that a cage appeared fractured in a follow-up x-ray. The patient had a l5-s1 fusion on (B)(6) 2016 and images looked normal on several follow up appointments. The surgeon said that the patient is not symptomatic.

Manufacturer narrative:
Method: x-ray review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported cannot be confirmed based on the review of x-ray images, operation notes and other documentations by hcp consultant. The reported device was not returned as it remained implanted in patient, therefore product inspection could not be performed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No similar complaint was reported on the cage with the same lot number. Conclusion: the exact root cause of the event cannot be established as the reported issue could not be confirmed.

Event description:
It was reported that a cage appeared fractured in a follow-up x-ray. The patient had a l5-s1 fusion on (B)(6) 2016 and images looked normal on several follow up appointments. The surgeon said that the patient is not symptomatic.